Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pmup was received at 01/31/2024 and tested on (B)(6) 2024. The pump was given the initial complaint code of "1unk1: unknown issue - unknown issue from customer" due to the pump being reported to beep, but there is no specific reason pointed to. According to the nimbus ii series complaint investigation process work instruction with document (B)(4), any pump with an "unknown issue" complaint is to be evaluated for all acceptance criteria as defined in the work instruction, with any failures being documented. The pump's event log was also pulled and reviewed, as defined in the work instruction. The event log will be attached, see "sn (B)(6)". Upon review of this event log, one infusion was found in particular where the vtbi was set to 998.5 ml and the rate was set to 52.6 ml per hour, starting on event line 465, and then on line 492 the infusion was updated with the rate going up to 55.5 ml per hour. The pump was only able to infuse 6.4 ml before the pump was found to abruptly power off, with several upstream and downstream occlusion codes found throughout. The upstream and downstream occlusion alarms can be seen by the "e04" and "e05" codes respectively these several upstream and downstream alarms could have been enhanced by the high infusion rate the pump was set to at 55.5 ml per hour, which could have caused the sensors to continuously alarm. The abrupt power off can be found on event line 577 as highlighted by the two consecutive "log_event_on" codes without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. After the device was evaluated, device not performing to specification due to abrupt power off, several occlusion and change in parameters.

Event description:
On 01/22/2024, infutronix received a report that a pump with unknown issue, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned on tested on (B)(6) 2024 and tested on (B)(6) 2024. Detail of the finding was stated in section h of this MDR.